Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery and the load process. It was reported that the customer's blood glucose level was 352 mg/dl. The contact was able to reload the cartridge successfully and indicated that a correction bolus would be administered.